Event description:
It was reported that the device, with reload catridge, was used during a wedge resection procedure, the staples malformed. Another device was used to complete the case. There was no consequence to pt.